Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.3, 2nd inr: 1.8, mean: 1.55, sd: 0.35, %cv: 22.81. The 2.1 and 2.4 inr results were excluded from comparison test since time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision results with inratio meter. Results as follows: date: (B)(6) 2011 inratio: 1.3 (patient's inratio meter), 1.8 (doctor's inratio meter). Caller also reported historical results of 2.1 and 2.4 inr.